Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's ins was overdischarged due to non-compliance. Nothing has been done but the rep will be meeting with the patient on (B)(6) 2018. The patient has an appointment to meet with a surgeon that day as well to discuss replacement. The battery is eight years old and the patient said it always took her a long time to charge so she wants a new battery. No further complications were reported. No patient symptoms were reported.